Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient went to emergency room with an elevated blood glucose level of 500mg/dl without ketones. The patient was treated with intravenous drip and regular insulin injection. The patient's blood glucose prior to discharge was 210mg/dl. The pump was discharged home on pump therapy. This report is being made due to the patient's blood glucose excursion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.